Event description:
It was reported while using bd vacutainer® sst¿, the cap fell off an unspecified number of tubes resulting in leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive samples for investigation. Therefore, 29 retained samples underwent functional tests, with none showing defects in the stopper function. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the cap fell off an unspecified number of tubes resulting in leakage. No adverse impact was reported regarding the patient or user.